Event description:
It was reported that the patient presented for one day post implant follow-up. A device interrogation showed elevated capture threshold, and unstable p wave amplitude exhibited by the right atrial lead. It was determined that the lead was dislodged. The lead was subsequently explanted and replaced. The patient was stable.